Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal dialysis (pd) infection manifested by diarrhea. On an unreported date, the patient was hospitalized and began treatment with cephalosporin (intraperitoneal) for peritonitis. Pd therapy was ongoing. The cause and patient outcome were not reported. No additional information is available.